Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the fuses within the system had blown, which caused the reported issue. Replacement fuses were shipped to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the imaging system experienced a beeping noise indicating that the viewing station of the imaging system was experiencing low battery levels. Initial troubleshooting included plugging it into different outlets. After restarting the system, the viewing station would not power on. To complete the procedure, the site's other imaging system was brought in. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.